Event description:
Given neck brace after surgery. Broke out in rash from the liner. Could not wear brace. Shower and benadryl to calm rash. Researched breg brace. Found they coat the liner touching your skin with some sort of antimicrobial.